Event description:
The customer reported that one side of the light guide lens does not emit light during maintenance involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.